Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced bleeding at the sensor insertion site. The event involved product(s) unk_sensor. Troubleshooting was performed, and it was found that the customer had received medical treatment from a nursing home due to bleeding at the insertion site. It was noted that the customer was taking a blood thinner, eliquis, which may have contributed to the bleeding at the insertion site. The customer was advised to change the sensor, insert it in a different location, and monitor the site closely. Additionally, the customer was recommended to consult with their healthcare provider regarding appropriate insertion sites. No further patient complications were reported. No product return is required for unk_sensor.